Event description:
The pt developed diffuse lamellar keratitis after lasik surgery. One flap was lifted and irrigated and topical steroids and antibiotics were administered. The pt is expected to recover with no loss of vision.